Event description:
Approximately eighteen months after implant, this patient developed high watts alarms and underwent pump exchange. The vad coordinator performed on-site examination of the explanted pump and found thrombus on one of the impeller blades. This material has been sent for pathology testing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The ventricular assist system was used for treatment, not diagnosis. The hvad® pump ((B)(4)) was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that pump ((B)(4)) met all requirements for release. Post-explant engineering analysis did not reveal any conditions that could have caused or contributed to the reported event. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" alarms that correlate with the reported event. Investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. Independent pathological analysis confirmed the presence of thrombus; the cause and origin of the thrombus cannot be conclusively determined. Clinical and/or user related contributing factors were not provided during the investigation. While the cause of the reported event cannot be determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis and reoperation, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.